Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. An unspecified plumset was being used to deliver an unspecified solution, at an unspecified rate, via a plum pump. After an unspecified length of time, the option-lok male adapter of the secondary tubing set was connected t the clave secondary port on the cassette of the plumset and was being used to deliver an unspecified concentration of venofer. After approximately one fourth of the solution container was delivered, it was reported that an unspecified volume of solution leaked. The location of the leak was described as at the clave on the primary set-where the secondary set was attached. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.